Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. The unit also had minor scratches on the lcd window, cracked casing at a display window corner, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that two of the buttons on his insulin pump were sticking; he has to press them really hard in order to receive a response. The patient's blood glucose at the time of incident was 177 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.